Event description:
Based on previously reported adverse events (MFR report #1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Manufacturer narrative:
Eval of the recliner found that when lowering the recliner to an upright position, if the user's heels came into contact with the foot tray located below the ottoman, it could prevent the user from pushing the foot section (ottoman) in far enough for it to latch down. In order for the mechanism to latch in place consistently, the user's foot had to be placed only on the foot section (ottoman) and could not be touching the foot tray. The customer requested that the foot trays be removed from all of the wall saver recliners at the facility. A design review determined that the foot tray assembly could be removed without compromising the structural stability of the unit. In addition, the function of the recline mechanism wouldn't be affected. It was determined that the removal of the foot tray assembly from the wall saver recliner would not impact the fit, form, function, or performance of the product. The foot tray was removed at customer's request.